Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer had several errors on the insulin pump. Customer also reported the insulin pump powering off without warning. The customer also reported several scratches on the insulin pump's screen. The insulin pump also had unexplained no delivery alarms. The customer also reported frequent auto off alarms. The customer would also experience highs over 200 mg/dl. The insulin pump will not be returned for analysis.